Manufacturer narrative:
Per tandem user guide: ensure there are no air bubbles when drawing insulin from the vial into the syringe. Air in the system takes space where insulin should be and can affect insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. During system check with tandem technical support, it was identified customer was not completing the air removal step when filling the cartridge with insulin. Technical support educated customer on the air removal process per the user guide. Customer changed pump supplies and administered a manual injection to address the issue and resumed insulin delivery. Customer's blood glucose was 250-280 mg/dl.